Event description:
The patient reported receiving an occlusion alarm on his insulin infusion device (competitor product) when he is trying to run a bolus. He stated he has disconnected and bolused through the tubing without error, but when he reconnects to the infusion device it occludes and the bolus will no go through. He said he is able to clear the occlusion alarm when he changes his infusion headset. On follow up, the patient stated he has received blockages and insulin has pooled at the point where the tubing attaches to the headset. He stated he went off the infusion device for 2 weeks to see if the issue was scar tissue but, once back on the device, the same thing happened. Troubleshooting did not find any issues with the product. On further follow up, the patient stated he received the replacement infusion sets sent to him, but is still having issues with the insulin pooling at the connection site. He said when he took the headset out of his body he was able to get the insulin to flow through the cannula. It was suggested he might have a site issue and was sent a site management guide. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.